Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem service code (B)(4) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle guide pins were damaged and not making contact with the belt. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).